Event description:
It was stated that the device had an occlusion issue. There was unknown patient/harm reported.

Manufacturer narrative:
H3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.